Event description:
It was reported that there was high, no capture and confirmed fracture on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID ilxch1616115, stent graft; af3216c155xh, stent graft, implanted: (B)(6) 2010; 5867-3m, adaptor, implanted: (B)(6) 2014. (B)(4).